Manufacturer narrative:
Attempts were made to obtain further information regarding the device repair information. To date no further details have been received. The service history record was reviewed and no repair information was found. The product support advised customer apply mild mechanical stress to unit, edges of pcb's and internal cables /connectors. Swap pm pcb. Provided p/n (B)(4).

Manufacturer narrative:
The device serial number was not provided. A follow-up report will be submitted upon completion of the investigation.

Event description:
The customer reported that the ventilator is in vent inop condition. The customer reported that the battery charge and power indicators function and cooling fan turns, but there are no other indications of operation. The customer reported there was no patient involvement.